Manufacturer narrative:
Other, other text: b3: month and year of event have been provided, day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during pre-testing, there was deflation from the cuff. Even if the cuff is inflated, the air is escaped. It is unknown where the air was escaping.

Manufacturer narrative:
Other text:g2 email is: regulatory.responses@icumed.com. Device evaluation: one device was returned for investigation. Visual inspection noted it was not possible to detect any condition on the surface of the cuff or in the inflation system. In order to identify if the leak, the sample was inflated with the use of a syringe. The cuff inflated slowly and it took several inflation cycles to fully inflate the cuff. Then the sample was submerged under water. The leak was identified at the joint of the valve and the pilot balloon. The complaint was confirmed. Root cause was attributed to the connector flow channel not being fully adhered to the pilot balloon. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. All mitigations on placed were verified and it was confirmed has been executed according, it will be continue monitoring this failure condition in this product for threshold or escalation.